Manufacturer narrative:
Explant due to pannus, aortic valve stenosis, and dyspnea was reported. Information from the field indicated that the leaflets were possibly injured by the physician during explant due to handling with unprotected forceps/sharp instruments. The investigation found that there was a circumferential fibrous pannus ingrowth on the inflow surface of the valve with narrowing of the inflow diameter. All leaflets were observed to be torn. No acute inflammation or significant calcifications were present. Gross examination revealed cusp 1 had fibrous thickening with mildly limited mobility. There was a large piece of detached pannus from the inflow surface of leaflet 2 with chronic inflammation within it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported stenosis appears to be related to the pannus formation. However, the cause of the pannus formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported dyspnea appears to be a cascading effect of aortic valve stenosis. The reported hospitalization and surgical intervention were a result of case specific circumstances as the valve was explanted and a replacement valve was implanted.

Event description:
N/a.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted during an aortic valve replacement. The native aortic annulus diameter was 25mm. On a later date, the patient presented with high gradient and shortness of breath. It was noted that the commissure between the left coronary cusp and the right coronary cusp had fused. Pannus was confirmed in subvalvular. Aortic stenosis was confirmed by transesophageal echocardiogram. On (B)(6) 2024, the valve was explanted. It was noted that the leaflets was possibly injured by the physician during explant due to handling with unprotected forceps/sharp instruments. However, no tear was observed in the leaflet or suture cuff. A 21mm non-abbott valve was implanted as a replacement. The patient was reported as stable.